Event description:
Health professional at hospital reported to allergan rep a port replacement was performed for an alleged leak. Investigation in progress. Follow up findings: port explanted due to suspected leak or tube disconnection. No serial number or model number provided. The device will not be returned. The facility has declined to provide further info on this alleged event.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. The facility has declined to provide allergan additional info regarding the serial number or model number, event date, diagnostic testing, pt weight, or history. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."